Manufacturer narrative:
Device remains implanted. As such, physical analysis has not been conducted in our laboratory. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that a red alert posted on the latitude website for this right ventricular (rv) lead for high, out of range shock impedance (greater than 126 ohms). The rv lead remains implanted. No adverse patient effects were reported.